Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient had an infection at tooth site #30 and implant was removed. Patient's condition at the time of event: healthy. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: infection, abscess & pain.

Manufacturer narrative:
A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. The following sections have been updated: b4: date of this report d4: lot number. D4: expiration date. D4: unique identifier (UDI) number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: device manufacturer date. H10: added manufacturer narrative and corrected data.

Event description:
No further event information available at the time of this report.